Manufacturer narrative:
(B)(4). Cable. The device was received with the cable cut off. Due to the returned condition, functional testing could not be performed. No issues were noted with opening and closing of the jaws. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.

Event description:
It was reported that during a total laparoscopic hysterectomy procedure, the instrument did not open. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient. One device will be returned..

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.